Event description:
The company was informed that the patient had a lump at the implant site and was experiencing pain and swelling. The patient was reportedly prescribed antibiotics (type unknown) and corticosteroids (type unknown) for 3 weeks and instructed to not wear her headpiece. The swelling has reduced and there is no evidence of infection. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.